Event description:
On (B)(6) 2010, it was reported the pt experienced a loss of therapeutic effect. It was stated the pt "forgot her charger" and stopped feeling stimulation. It was also stated the pt's "leads had migrated and she would be going for a revision." On (B)(6) 2010, it was reported the pt could not adjust stimulation without the antenna attached. It was stated the pt would be "getting a new implantable neurostimulator" and would use her recharger to turn her device on and off until then. On (B)(6) 2010, the pt's device system was replaced. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.